Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that had a leaking PICC and when it was removed, a crack was discovered at the 3 cm marking. According to the nurse, it appeared to have been "cut". The PICC was removed and a piv inserted while the plan of care was discussed for the patient. The PICC was initially placed (B)(6) 2023. Additional information received 11/03/2023: this event did not involve an urgent situation, and the patient had no harm. Called to assess PICC, line flushed but unable to aspirate. Noticed leaking around PICC insertion site. Dressing removed and noted that line cracked/ruptured at 3cm marking. Mrp called, line has dvt surrounding. Physician to remove. Dr to beside. Consulted ir and ccu. Dr arrived and removed the line. 43cm removed. Dressing applied to site. Peripheral IV site placed. Caused a delay in medication administration and am blood work.

Event description:
It was reported by customer that had a leaking PICC and when it was removed, a crack was discovered at the 3 cm marking. According to the nurse, it appeared to have been "cut". The PICC was removed and a piv inserted while the plan of care was discussed for the patient. The PICC was initially placed (B)(6) 2023. Additional information received 11/03/2023: this event did not involve an urgent situation, and the patient had no harm. Called to assess PICC, line flushed but unable to aspirate. Noticed leaking around PICC insertion site. Dressing removed and noted that line cracked/ruptured at 3cm marking. Mrp called, line has dvt surrounding. Physician to remove. Dr to beside. Consulted ir and ccu. Dr arrived and removed the line. 43cm removed. Dressing applied to site. Peripheral IV site placed. Caused a delay in medication administration and am blood work.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 3cm mark on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear .overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that had a leaking PICC and when it was removed, a crack was discovered at the 3 cm marking. According to the nurse, it appeared to have been "cut". The PICC was removed and a piv inserted while the plan of care was discussed for the patient. The PICC was initially placed (B)(6) 2023. Additional information received 11/03/2023: this event did not involve an urgent situation, and the patient had no harm. Called to assess PICC, line flushed but unable to aspirate. Noticed leaking around PICC insertion site. Dressing removed and noted that line cracked/ruptured at 3cm marking. Mrp called, line has dvt surrounding. Physician to remove. Dr to beside. Consulted ir and ccu. Dr arrived and removed the line. 43cm removed. Dressing applied to site. Peripheral IV site placed. Caused a delay in medication administration and am blood work.